Event description:
The customer stated that an architect i2000sr troponin-I result of 0.119 ng/ml was generated for a patient. The result was above the assay cut-off and the physician performed a coronarography which was negative. The sample was retested generating an architect i2000sr troponin-I result of 0.000 ng/ml. No patient injury was reported.

Manufacturer narrative:
Per complaint documentation, no customer returns were available for testing. Complaint tracking and trending was reviewed. Acceptance criteria were met. No issues were identified that would indicate there is a product deficiency. Product labeling was reviewed. The architect stat troponin-I assay package insert was reviewed in regards to sample handling. Labeling was determined to be adequate regarding sample handling.based on the results of the investigation, a product deficiency was not identified. The acceptance criteria were met for the tracking and trending review. Additionally, the package insert contains information to help the customer obtain accurate results through proper specimen handling. Architect stat troponin-I reagent, list number 2k41, lot number 23985un08, is performing as intended and no additional product issues were identified. This is the final report.